Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, patient notifier was delivered due to low impedance on the atrial lead. There were also automatic mode switching (ams) episodes recorded which showed oversensing due to noise. Technical support was contacted and suggested a possible lead revision. A lead revision has not been performed, additional information requested but not received. The patient was in stable condition.